Event description:
Pt had a+p repair on 9/10/96. Packing removed, bleeding started. Dr was able to stop bleeding but upon exam dr found 1 inch of suture line (in vaginal vault) completely open-original suture. Repair was chronic.